Event description:
It was reported that on (B)(6) 2010, the patient underwent an interventional stenting procedure in a 40 mm long lesion in the mid left anterior descending artery with two overlapping 2.5 x 23 mm xience v stents. On (B)(6) 2012, the patient underwent an electrocardiogram which revealed no myocardial infarction. The patient was diagnosed with silent ischemia. On (B)(6) 2012, the patient was hospitalized and on (B)(6) 2012, the patient underwent coronary artery bypass grafting of the target vessel/target lesion for restenosis. Additionally on (B)(6) 2012, the patient experienced elevation of cardiac enzymes. There was no reported treatment provided. The patient's condition resolved on (B)(6) 2012 and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). Aspirin, clopidogrel; stent: rx xience v 2.5 x 23 mm. The additional rx xience v 2.5 x 23 mm referenced is being filed under a separate manufacturer report number. There was no reported product deficiency and the product was not returned. The reported patient effects of elevated enzymes, ischemia, and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm.